Event description:
5/27/92 left total hip arthroplasty for avascular necrosis of unk origin. Routing f/u films demonstrated excessive wear of plastic liner of hip. Subsequently developed osteolysis about acetabular shell. Now experiencing pain and instability. 12/22/97 left acetabular revision and replacement hylamar liner.